Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus¿s local distributor. Therefore, the exact cause of the reported event could not be conclusively determined. According to the provided photo, it was confirmed that the tissue pad in the grasping section was worn away, a part of the tissue pad was peeled and torn away. The coating of the grasping section was partially peeled off. The coating of the probe was partially peeling. The probe had some scratches. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled and torn away. 2. The tearing tissue pad was falling because the tissue pad added some load. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the hospital that during laparoscopic nephrectomy using the subject device, the tissue pad degraded after less than a minute of use and fall inside the patient. The intended procedure was completed with a similar device. There was no patient injury reported. Then, it was informed by the surgeon and theatre manager that awaiting further info but both were happy as patient was fine and no additional theatre time.